Event description:
It was reported the pt had her acticon neosphincter replaced on (B)(6), 2013 due to fluid loss. No pt complications were reported in relation to this event.

Manufacturer narrative:
Add'l: balloon: catalog # 72402105, serial # (B)(4), expiration date: 02/24/2014, manufacture date: 02/2009. Pump catalog # 72402287, serial # (B)(4), expiration date: 04/15/2014, manufacture date: 04/2009. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.